Event description:
On (B)(6), 2010, a doctor reported that approximately fifty restorations that had been placed with maxcem elite had de-bonded over the course of two years.

Manufacturer narrative:
A doctor reported that approximately fifty debonds occurred over the course of two years. The number of patients affected is unknown. The doctor could not identify the lot numbers that were used in these cases, nor did the doctor return any product for evaluation. The doctor stated that another product was used for re-cementation. Because no product was returned and no lot numbers were provided, no further investigation could be conducted and the cause for the de-bonds remains inconclusive.